Manufacturer narrative:
(B) (4).

Event description:
It was reported that the system was removed due to an unspecified problem. No other information was provided. Additional information has been requested, but was not available as of the date of this report.